Event description:
The patient experienced a shocking sensation following a fall. She fell in (B)(6) and noticed she started to have shocking feelings. Two of the leads had high impedances but were not being used. Additional information has been requested.

Manufacturer narrative:
Lead model 377745, lot # v001387, implanted: (B)(6) 2006; recharger model 37752, serial # (B)(4); programmer model 37742, serial # (B)(4); extension model 3708320, serial # (B)(4), implanted: (B)(6) 2006.